Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted due to not pumping up. Additional information - the tubes were damaged to facilitate explant but it appeared tubing also had a fracture.

Manufacturer narrative:
Titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the bladder of the reservoir. Testing revealed this to be a site of leakage. The separation appeared smooth, straight separation edge indicates that sharp instrumentation was involved. Partial separations within abrasion were noted on all tubes of the pump. Testing revealed these not to be sites of leakage. Surface abrasion was noted on all strain relief of the pump. No visual or functional abnormalities were noted with the cylinders. The information received indicated "fluid leak," but because no functional abnormalities were observed with the returned components, other than the instrument damage in the reservoir, quality is unable to confirm the complaint as reported. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the reservoir bladder occurred subsequent to the device packaging being opened. As the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or after explant. The separation is not associated with the cause for failure. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5724588.